Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the implantable cardiac monitor exhibited backup vvi mode. The device was not used and replaced.